Manufacturer narrative:
Samples were not received for the investigation however a photo was provided for visual evaluation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A visual evaluation of the photo did confirm the reported issue of kinked tubing. Because a sample was not returned, we were unable to perform a follow up investigation to include a functional evaluation and determine the root cause to provide a root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer called stating the feeding tube was bending at the end before the weighted tip.